Manufacturer narrative:
The mono cable 10 feet (3 meters) (600290b) has not been returned to the manufacturer after evaluation after three good faith effort (gfe) attempts to retrieve the product. Lot number information has not been provided; therefore, a review of the device history record (DHR) could not be performed. Definitive root cause cannot be determined. The issue of burning may result from mishandling of the cord. Per the product safety label, "do not pull the cord. Grasp plug to remove cable. Inspect cord prior to each use for cracks/separation; incorrect handling of the cord can cause sparks or a fire hazard". If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mono cable 10 feet (600290b) burned while in use, at generator end (not the patient end). The cord was visibly smoking and was immediately removed from use. It was reported that no one was harmed and the surgeon had just finished using it for the remainder of the case. No increase in surgery time occurred as a result of the event.